Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased pacing impedance measurements on the right ventricular (rv) channel which had exceeded 2500 ohms. A revision procedure was performed and the lead was removed from service and replaced. Visual inspection of the device header did not identify any anomalies. No additional adverse patient effects were reported.